Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Pieces of one of the tampons broke off. Small clump of tampon came out while wiping- vagina [foreign body in reproductive tract] . Pieces of one of the tampons broke off [device breakage]. Foul smell - vagina [vaginal odour] . Case narrative: consumer reported via email that during her period cycle two months ago, and her most recent cycle, pieces of the tampon were retained. No serious injury was reported.